Event description:
MFR received device tracking info indicating that the pt's original vns therapy system had been explanted due to infection and that the pt was reimplanted on the right side instead of the left side where the original system had been. Both the lead and generator were explanted and replaced.

Event description:
Further follow-up revealed that the patient was not given any pre, intra, or post op antibiotics. Infection was first noted 2 weeks after the vns implant. The infection was present at both the generator and lead sites. Neither blood nor swab cultures were collected. The patient was hospitalized for the treatment of the infection. The infection was treated with antibiotics and explant of generator and lead. The infection is completely resolved. Patient was re-implanted in 2005. Manufacturer records were reviewed and sterilization for both the generator and lead was confirmed. The surgeon reported that the patient irritating the incision site contributed to the infection event.